Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Product ID: hh9020tdd, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal fentanyl and bupivacaine via an implantable pump for spinal pain indications. The patient reported the handset was slowing down when trying to do a bolus. Patient stated when they first got it, it would go right up to 90% in like 5 seconds and within 10 seconds it would be done. Patient said over the last month or so it started taking much longer so they started timing it and 2 weeks ago it was taking a minute to go from 90% to finished and now it was at a minute and a half to get to finished. Agent walked patient through clearing data on the controller. The troubleshooting steps that were taken on the call resolved the issue. Patient had version 2.0 and received 4 boluses/day.